Manufacturer narrative:
After discussion with the patient, she will provide images and additional information to complete investigation. Still implanted.

Event description:
(B)(4) : patient complaint. Prosthesis was implanted 2 years ago, patient contact us to report paralysis.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Product was not returned as still implanted. Patient complaining about pain and facing paralysis. She needs to take meds and follow therapy. X-rays provided don't show any particular issue. Size of prosthesis is correct and well-placed. No other x-rays provided as pre-op and immediate post-op, no surgery report. No information regarding surgeon advice. The patient has never actually made an allegation against the mobi-c implant. Her complaint appears to be against her surgeon. Additionally, she has not mentioned legal action in any of her correspondence. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.